Manufacturer narrative:
The insulin pump was received with a blank display due to broken solder joint of power connector on the interface board. The device had a scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the display on the insulin pump went blank without a low battery alert. Blood glucose value was 315 mg/dl, which she treated with an older insulin pump. He was advised to battery for 10 minutes and inset a new battery. The customer called back on (B)(6) 2013 and stated that the display went blank again. During troubleshooting, the customer stated that the contacts on the battery cap were not missing or damaged and the battery compartment and spring were not damaged or corroded. Blood glucose was 240 mg/dl. He was then instructed to remove the battery for 2 hours and call back. He called back on (B)(6) 2013 and stated that the display did not return after the two hour reset. Blood glucose was 256 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.